Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the sensor electrode was missing. The customer¿s blood glucose was 10.2mmol/ l at the time of the incident. The customer reported that sensor failed to initialize properly with pump alerting searching for sensor after completing initialization. Stated that when she removed sensor from body she notices missing electrode. The sensor will not be returned for analysis.